Event description:
It was reported that customer experienced repeated malfunction alarms on pump, identified as malfunction code 12, with several prior occurrences on same device. There was no adverse impact to the customer¿s blood glucose level. Customer continued using current pump with plan to use alternate method of insulin delivery if needed, while technical support arranged shipment of replacement pump with updated software.